Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer declined troubleshooting with tandem technical support. The customers blood glucose was 164 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.